Manufacturer narrative:
Per the instruction for use (IFU), heart failure is a potential risk associated with aortic valve replacement and bioprosthetic heart valves. Heart failure can have multiple etiologies and is often due to the progression of underlying disease processes, including coronary artery disease, uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. Risk factors that increase a patient¿s risk of suffering from hf include obesity, advanced age, and a history of smoking. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The patient expired 3 years and 3 months post valve implant from aortic insufficiency and aortic valve replacement. In this case, the cause of the death was reported as hypotension, aortic insufficiency and aortic valve replacement. In addition, the death may also be related to the progression of pre-existing disease processes the patient¿s advanced age ((B)(6)) and significant co-morbidities (chf, and pulmonary disease). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4)

Event description:
As reported through partners clinical trial, approximately 3 years and 3 months post tavr procedure the patient expired. In an attempt to schedule a 4 year follow up, it was discovered that the patient had expired and was in hospice care. As per the death certificate the cause of death was hypotension, aortic insufficiency and aortic valve replacement. Review of medical records (follow up 2 year) revealed that a 2d echo showed left ventricular ejection fraction of 61.3%, moderate aortic regurgitation, which was unchanged from the previous echo, and had actually slightly decreased as compared to last echocardiogram, along with mild mitral regurgitation.